Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery and power management board. The internal battery and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The power management board was evaluated and was found to operate to design specifications.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues.